Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pulse generator 2013 (B)(6). (B)(4).

Event description:
It was reported that right ventricular lead pacing threshold had increased in the month post implant. The impedance had also been noted to have risen since implant. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that right ventricular lead pacing threshold had increased in the month post implant. The impedance had also been noted to have risen since implant. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. Visual summary analysis of the lead indicated stretching.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.